Manufacturer narrative:
The insulin pump was received with depleted battery installed. The insulin pump passed all functional testing. All operating currents were within specification. Off no power alarm functions properly. The device alarmed an error during prime test and during the basic occlusion test due to protruded/loose drive support disk. Occlusion test and excessive no delivery test were unable to be performed due to the error alarm. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched case, cracked reservoir tube, cracked reservoir tube lip and a corroded battery tube. There was no data listed for december 2011. The download history file listed data from 10/02/14 to 04/28/15. Please see medwatch report 3004209178-2015-57662.

Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump. Customer's blood glucose was 253 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.